Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that the permanent cautery hook instrument has a hole in plastic under hook were the cables are located. There was no report of patient involvement or no reported injury.